Event description:
It was reported that the customer's had a no delivery alarm on the insulin pump. The customer's blood glucose was unknown mg/dl. The customer reported that the no delivery alarm was resolved by complete set change.the customer is unable to troubleshoot and doesn't want to return infusion set set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).